Event description:
Lead noise present on tip to ring of nearfield iegms that can be reproduced. Lead remains implanted and may be changed out. Threshold has steadily increased but sensing is okay and lead impedance is 523 ohms. No adverse patient events reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.